Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support, pump cannot be advanced, successful implantation after changing to new pump. No harm done to the patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. Clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was patient condition due to patient vasculature. This report is being filed as part of a retrospective review of historical records.